Event description:
A report was received that the patient was experiencing non-target stimulation due to lead migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that device malfunction was not suspected.

Event description:
A report was received that the patient was experiencing non-target stimulation due to lead migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.